Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found fractured and was not used. The procedure successfully continued using a new catheter.

Manufacturer narrative:
Result: the 5max ace was fractured in the strain relief approximately 1.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace was kinked when removed from the packaging hoop. Evaluation of the returned device revealed a fracture in the strain relief. This type of damage typically occurs due to improper handling during removal from packaging. If the 5max ace is removed from the packaging hoop at an angle, the strain relief may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.